Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of device history records by the UK determined that the correct number of screws was issued for this order. Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision of a competitor total knee due to unknown reasons on (B)(6) 2016. During the procedure, the femur was opened and the femoral screw was missing. Another femur was opened to use the femoral screw which resulted in a 10 minute delay as the part needed to be sterilized.